Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during lap sleeve gastrectomy procedure, there was poor staple formation where it was unable to form the b type formation. The staple line was incomplete distally. The staple line was oversewn to fix the issue. No reinforcement material was used. There was no injury to the patient.